Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient received ineffective therapy due to their ipg nearing end of life. As a result, the patient underwent surgical intervention on 15 december 2017 to have their ipg replaced with a new one. Patient has effective therapy post operatively.